Manufacturer narrative:
During testing, it was found that the motor was moving forward during the rewind test which caused a motor error alarm. The motor error alarm was due to a corroded motor assembly. The displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and occlusion test could not be tested for due to a motor error alarm. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a broken belt clip slot.

Event description:
The customer called in to report a motor error alarm during an infusion set change. The customer's blood glucose level was unknown. The customer could not complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.